Event description:
Hand activated scalpel was being used in a case and failed x 2. It was finally changed to a 5mm handpiece, standard foot operated. This also occurred in another case the same morning.